Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. No failed battery alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 298 mg/dl. Customer reports they were able to clear the alarm. Customer states they did not able to rewind the insulin pump. Customer stated they received failed battery alarm and then changed the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.